Event description:
Per the clinic, the patient was treated with oral antibiotics (duration not reported) due to pain. Additional information has been requested but not made available at the time of this report. This report is submitted on february 21, 2023.